Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed through visual and functional inspection that the device had a bent tip. It is possible that bending forces caused the reported event. The device was repaired and put back into stryker stock.

Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing by the sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing by the sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.